Event description:
The international customer reported the ventilator failed pre-operational testing due to a problem with the oxygen regulator. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the reported problem. The service technician replaced the oxygen regulator to complete the repair and address the reported problem. If the oxygen pressure is out of specification while the device is in use in normal ventilation mode, it will alarm to alert the user and continue to ventilate using an air source. Loss of the oxygen source during use may be detrimental to a patient.